Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the implant initially helped her but had spinal stenosis and had several things going on in her back nerves. The implant was not helping the patient. One time, the patient let the implant battery go down to a point where it would not charge. The patient met with a manufacturer's representative (rep) and started it up again so she could charge again. The patient stated she did not know how the rep got it to work again, but the rep used the clinician programmer. At the time of the report, the patient stated she did not use the implant and was sure the battery was dead. The patient asked if it was safe to leave the implant in the body even when not in use. Relevant medical history included spinal pain. Additional information was received from a consumer via a healthcare professional (hcp) regarding the patient. It was reported that the patient's implantable neurostimulator (ins) was not working and that patient had not used the therapy for some time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she hadn¿t charged her ins for ¿probably 3 years.¿ the patient reported that prior to her last MRI, she had her ins ¿restarted¿ by a manufacturer¿s representative (rep). The patient reported that she wasn¿t sure how soon before that she noticed that she couldn¿t connect to her ins. The patient reported that the rep put her ins in MRI mode for her and the patient had the MRI and then never took the ins out of MRI mode after that. The patient now wanted an MRI because of back problems. No further complications were reported.